Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided an article which documents catecholamine interference in enzymatic creatinine assays. The article has been attached to this medwatch. The article mentions discrepancies noted with the creatinine plus assay (creatinine) on the roche p module analyzer. The date of the event could not be determined. The creatinine plus assay uses enzymatic methodology. The article is dated in the year 2009. In the article, it is mentioned that 6 hospitalized patients at the mayo clinic had catecholamine interference with the roche creatinine enzymatic method. The first patient was a (B)(6) male with severe heart failure and renal dysfunction. The patient had a central venous catheter from which all blood samples were drawn. The initial serum creatinine of the patient was 407 umol/l. The following 2 days, this patient had serum creatinine concentrations of 389 umol/l and 380 umol/l. This prompted admission of the patient to the coronary care unit (ccu), where the patient was given dopamine to help improve renal perfusion and urine output. On multiple occasions during the next 2 days, the patient's creatinine unexpectedly decreased greater than 25% only to return to previous values with the next sample. These fluctuating creatinine values appeared inconsistent with the patient's unchanged clinical status. Fresh samples were evaluated with enzymatic and jaffe assays, unmasking spurious reductions with the roche enzymatic method. During the next week, it was stated that similar scenarios occurred in 5 other ccu patients, with discrepant results noted between serum enzymatic and jaffe methods. The article also mentions that creatinine was reanalyzed in stored samples with the roche enzymatic method, samples more than 24 hours old had concentrations that increased by 44 to 88 umol/l. The presence of negative interference in enzymatic creatinine assays was also mentioned to be investigated and confirmed at (B)(6). The article continues stating that in order to evaluate clinical implications of the catecholamine interference in the modular and vitros enzymatic creatinine assays, sera were obtained from 10 patients with a venous or arterial line receiving dopamine and/or dobutamine via the line. Paired samples from the venous/arterial lines and venipuncture were collected. Refer to table 1 in the attached article. All patients except number 8 are reportable as a malfunction. It was also mentioned that five additional paired samples were collected from an arterial line and by venipuncture in patients receiving epinephrine and norepinephrine. Significant differences between the modular enzymatic and jaffe creatinine results in samples drawn from venous/arterial lines but not in venipuncture samples, suggesting these compounds reversibly adhere to indwelling catheters. Venipuncture samples never showed interference, and they provided reliable creatinine measurement in patients receiving dopamine or dobutamine. The article mentions that previous studies demonstrated interference of dopamine and dobutamine with enzymatic creatinine methods that use 4- aminophenazone. In this study, greater than 50% negative interference with the modular enzymatic creatinine occurred at lower molar ratios of dopamine and dobutamine than observed previously, signifying the modular enzymatic assay may have multiple interference mechanisms. Finally, the article mentions that during a 5 month period, patients on dopamine or dobutamine were monitored in the ccu. More than 445 creatinine results assayed by the modular enzymatic and jaffe methods were reviewed. Of these, 5% were noted to have significant difference of >= 44 umol/l between the methods, causing revised reports. It is not known if any patients were adversely affected based on the provided information. No adverse events were alleged. No information was provided on used p module analyzer serial numbers. Investigations state that it is known that collection of blood via a central venous catheter with running infusion always gives false values. This is due to dilution or the addition of other drugs or possible interference caused by running infusion. Peripheral blood collection of patients did result in normal expected values for creatinine.